Manufacturer narrative:
No similar complaint event(s) within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -13.0/2.5/084 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Lens rotation was observed. The lens was repositioned and that did not resolve the problem. On (B)(6) 2022 the lens was exchanged for a same model/size lens with similar power and the problem was resolved.

Manufacturer narrative:
Device evaluation: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found haptic broken/bent/deformed. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h4: device manufacturing date: 26-dec-2021 should be corrected to 28-dec-2021. Claim#: (B)(4).